Event description:
During a pacemaker implantation procedure, the tip of a suture needle fractured while the physician was closing the pacemaker pocket. The broken needle tip was immediately identified, located, and successfully retrieved without any retained fragment or impact to the patient; no patient harm occurred. The physician reported this as the third occurrence involving the same type of suture needle, raising concern for a potential device quality or lot-related issue. The affected item was sequestered for evaluation, and the manufacturer/vendor, as well as risk and quality departments, were notified. Further investigation is ongoing, including review of product lot information and device integrity. This report captures- ethibond excel suture needle #1. Pt: 4582. Device: 1069, 1260. Ref: mw5189566, mw5189567.